Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the insulin safety syringe. The customer reports "the safety shield came off during the attempt to activate, thus resulting in a contaminated needle stick."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.